Event description:
Procedure type: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Medtronic complaint report: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Reason for mesh implantation: stress urinary incontinence procedure (s) performed: transvaginal sling, urethropexy, cystoscopy. Complications :- outcome attributed to the device includes ¿pain, urinary problems, recurrence and dyspareunia